Event description:
Pt on genesis table for diagnostic study. Pt adjusted weight and table top came free from base. Pt fell to floor. Pt rec'd abrasions. It was identified that the clip at the base of the table was not secured. The genesis table is designed the same as the vertex table (mfg by adac). Adac initiated a mandatory upgrade to the vertex table that mandated an add'l table clip to the head of the table as an extra safety measure to prevent the table from dislodging. Facility has since purchased and added the add'l clip to the head of the table. Facility is requesting that adac consider applying the mandatory upgrade to the genesis table as well. Although facility acknowledges that the clip should have been secured, the addition of a second clip would decrease the chance of this occurring.